Event description:
The customer reported via phone call indicating that the insulin pump had a cracked on screen left side. Customer's blood glucose was unknown mg/dl. The customer does not recall any significant events to the damaged. Customer stated that he wa unable to read the screen when trying to change out the set. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked and bleeding lcd glass.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.